Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the detector shift problem. During troubleshooting process fse found that problem was detector frontal movement cannot be controlled. Fse opened all covers of detector frontal movement and did the position calibration. After the brake released, fse twisted the lead screw with a vice. After that the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The gdt has been updated to not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the detector failed to lift up and down. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.